Event description:
Rep reported noise on rv lead and high rate leading to multiple shocks. Patient was hospitalized. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Lead was explanted on (B)(6) 2023 due to oversensing and inappropriate shocks. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.